Manufacturer narrative:
(Complaint number: (B)(4)). Received 1 opened-not activated sample-not capped, 2 opened-activated samples, 4 unopened pc 450235/g1507388 (also 1 opened-not activated sample of non-rotational quickshield) for evaluation. Packages as received were very beat up, torn from shipping and 2 of the 4 unopened pieces were broken/damaged. We have no further complaints on the material/batch. The two unopened, undamaged pieces from the customer return and samples from inventory were visually inspected; no deviations were observed. Safety mechanisms were activated as per IFU; needles were secured in holders as intended and devices remained intact. In addition, 300 pcs from inventory were functionally tested per IFU. All safety mechanisms activated. We forwarded the complaint to our affiliated headquarters from which we receive this product. According to their investigation and comments, a review of the product and testing documents indicate no deviations were detected and all requirements were met during production. No deficiencies were detected during in process control that would affect function. No abnormalities were detected during production of this batch. The complaint cannot be confirmed. Further comments and recommendations: due to continuous product improvement, the newly designed safety shield can be turned 360 degree, thus enabling the user to select the preferred position. Please handle our products according to their IFU. If the user chooses to rotate the shield for better positioning, please ensure that the shield remains fully seated on the holder. Do not use product if product has sustained any transport damages. Please refer IFU. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer advised that two needle sticks occurred because the safety sheath moved. Customer advised that one needle stick occurred when the nurse activated the safety with her finger and the safety moved. Customer advised that the second needle stick occurred when the nurse activated the safety on her leg, the needle bent, and the safety moved.